Event description:
Customer reported high blood glucose. The blood glucose reading is 223 mg/dl. Customer has treated with bolus. Customer stated that she was hospitalized a couple of months ago. Medtronic does not have hospitalization documented. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.